Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) stopped working and it displayed "system error, out of service, revert to manual CPR" error message was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component. During visual inspection, cracked front and bottom enclosures was noted. The observed physical damages were unrelated to the reported complaint and likely attributed to user mishandling such as a drop. The front and bottom enclosures were replaced to remedy the observed damage. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. The drivetrain motor assembly was replaced to remedy the system error. The secondary reported complaint of burning smell was not confirmed during functional testing. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient care, the autopulse platform (sn 34757) stopped working and it displayed "system error, out of service, revert to manual CPR" error message on the screen. Customer performed manual CPR. The customer did noticed a smell of burning electircal wires. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.